Manufacturer narrative:
The investigation of the returned web system found the implant separated from the delivery system, and the heater coil windings stretched. The implant was not returned for evaluation. The device failed continuity and resistance testing due to the damaged heater coil windings. However, the heater coil pet was found burnt, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. One of the three returned detachment controllers was found to have a low battery voltage, which would have also contributed to the reported detachment issue.

Event description:
As reported: physician was treating a pcomm aneurysm. The anatomy was straightforward according to the physician. Width ¿ 5.1mm, height ¿ 4.9mm, neck ¿ 4mm. Web was placed perfectly and would not detach. Dr. Used 3 different detachers with no success. He finally used a balloon catheter to hold the web in place and tugged on the wire until it finally detached. Case was completed by inflating the balloon catheter to stabilize the web in the aneurysm. The physician said he had to tug on the wire for detachment. Device was used off-label for pcomm aneurysm. Patient is doing well and left the hospital.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The web pusher wire and three detachers have been returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported: physician was treating a pcomm aneurysm. The anatomy was straightforward according to the physician. Width ¿ 5.1mm. Height ¿ 4.9mm. Neck ¿ 4mm. Web was placed perfectly and would not detach. Dr. Used 3 different detachers with no success. He finally used a balloon catheter to hold the web in place and tugged on the wire until it finally detached. Case was completed by inflating the balloon catheter to stabilize the web in the aneurysm. The physician said he had to tug on the wire for detachment. Device was used off-label for pcomm aneurysm. Patient is doing well and left the hospital.